Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an increased system impedance measurement, however, remains within normal limits. The system was tested in clinic with provocative maneuvers with noise unable to be reproduced. Therapy was then programmed off and the patient was admitted to the hospital for close monitoring. An x-ray will be performed to evaluate system placement. This device remains in service. No additional adverse patient effects were reported.